Manufacturer narrative:
This serves as a correction report. Section b-3 (date of event) was incorrectly documented in the previous report and has been updated. Section g-3 (date received by mfg) was also incorreclty documented as august 09, 2023. The correct g-3 date is march 22, 2023.

Event description:
Customer initially reported that their adc device advanced to an incorrect screen. The product was returned and investigated and a melted spot was observed internal to the reader during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Customer initially reported that their adc device advanced to an incorrect screen. The product was returned and investigated and a melted spot was observed internal to the reader during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and a melted spot above the usb charging port was observed. The damage is consistent with an external infulence. The reader was de-cased and no issues were observed on the reader's pcba (printed circuit board assembly). There was no evidence of fire, smoke or electric shock. The returned reader's battery was measured at 3.76v which was within specifications of (3.7v and 4.1v). A power consumption test was performed and was found to be within specification. The customer did not return the usb charging cable at this time. Since the reader's power consumption test was within specification, the reader did not have sufficent power to cause the reported damage. Therefore, the issue is not confirmed due to use. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and kit pack DHR was reviewed for verification of correct cable and adapter. The dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter was a part of the kit pack. If additional product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.